Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and (B)(4) cannot be conclusively determined. The report of low flow alarms could not be conclusively determined as no log files were submitted by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient's lvad began alarming on thursday (B)(6) 2019. The patient's sister called the vad coordinator and was told to take the patient off of warfarin and to give her green leafy vegetables and plenty of water. Over the weekend the patient became more fatigued. On the morning of admission, her lethargy became severe enough to call 911 despite her protestations. When ems arrived the patient was able to say her name only (baseline moderately aphasic but able to converse) and was found to be cold and diaphoretic with lvad alarm reading low flow. She was transported to (B)(6) for workup and management. On arrival to the ed her lvad alarm settings read; speed 5000, flow 1.8, pi 10.8, power 3.1. Stool guaiac negative and hemoglobin levels were 8.4. The patient had an IV bolus with 750cc of lr and one unit of packed red blood cells. She was started on mero and vanc as well as dopamine. Map improvement to 60s. Central line placed in the right internal jugular with cvp 2-10. Started on norepi 0.3 and transferred to ccu for further workup and management. Patient has a history of dielaufoy lesions. They were also given an additional unit of packed red blood cells earlier in the admission. No additional information was reported.